Event description:
Nurses from numerous departments continue to see the sets disconnecting between the stopcock and female luer of the clearlink continu-flo set with 4-way stopcock extension set. There are no specific details available. No patient injury or medical intervention was reported. The condition occurred during priming. No further information is available.

Manufacturer narrative:
(B)(4). The customer returned one unused companion sample for evaluation. The sample was visually and functionally evaluated and the reported condition was not confirmed. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.